Manufacturer narrative:
(B)(4).

Event description:
Home monitoring alerted eos. The patient was brought in on(B)(6) 2017 and the device interrogated showing eos. The clinic sent in a data dump for analysis. The device was explanted a week later.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos, detected on (B)(6) 2017. The device was implanted for 27 months and 16 charging cycles were recorded to the device memory. The device history record was inspected, documenting that the device performed as expected during the device manufacturing. The inspection of the memory content revealed an inconsistency between current consumption and battery voltage was noted. Therefore the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed a depleted battery. The electronic module was attached to an external power supply to test the functionality of the module. Thereby, the electrical parameters, particularly the current consumption of the electronic module were found to be normal. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energylevel was reached. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. At a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly an insulation damage was identified, which led to an increased internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, the battery was found depleted. The therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional. The analysis revealed an increased internal self-depletion within the battery that contributed to the clinical observation.